Manufacturer narrative:
The device powered up properly after battery installation and no unexpected display anomalies including missing segments or partial display were noted. Unit received with unresponsive buttons due to unlocked lcd connector and corroded keypad traces. Unable to verify operational currents or perform rewind, basic occlusion, occlusion, prime/compromised force sensor or excessive no delivery, self test, unexpected restart error, displacement and delivery accuracy tests due to unresponsive buttons. No button error alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was given intravenous insulin and manual injections to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer also received a button error on their pump, and when the display turned on after replacing the battery, it was faded. Troubleshooting for the low was not completed as the customer declined. The customer also experienced a low due to an over correction from a manual injection. The insulin pump will be returned for analysis.